Event description:
It was reported that the user experienced high blood glucose while using the ilet after a meal and nap, received guidance to check blood glucose and ketones, and later performed an infusion set change; the medical device problem and device component could not be specified due to insufficient information. Symptoms included hyperglycemia. Outcomes included insufficient information regarding impact. Investigation included interviews with the user and analysis of information provided by the user or third party. Investigation of this case revealed no findings available, with the device problem and component not specified due to insufficient information. It was concluded, based on previously established findings for similar reports, that the cause was not established. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.

Manufacturer narrative:
Initial.